Event description:
There was a delay of several seconds in the rn plus alarming at the nurse station. Pt got out of bed and fell hitting their head and died several hours later. Pt had a terminal condition. Rn plus unit returned to manufacturer and incident reported.